Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to the diabetes ketoacidosis on unknown date with unknown blood glucose. The blood glucose of the customer at the time of the incident was 512 mg/dl. The customer reported that the sensor had some issue and customer stayed in the hospital for 4 days and doctor are changing the sensor every day. The device will not be returned for the analysis.